Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective potentiometer. The investigation of the log files showed that after about 10 seconds of rotational imaging the system detected a mismatch of potentiometer and encoder value of the c-arm rotation axle. The system reacted by reducing the speed of stand and table movements. As a result, the 3d image acquisition was aborted. At the time of the interrupt the c-arm stopped at about 6°. The patient was transferred to a CT for a control examination. The user made several attempts to move the stand at normal speed. The error was cleared by rotating the c-arm to a larger value than the reference value, which is about 10.5°, and the procedure on the affected patient was continued. The investigation of the potentiometer values showed that the contact resistance was temporarily rising. This led to misinterpretation of the axle position which resulted in the mismatch of the potentiometer value with the encoder value. The defective potentiometer was replaced during a service intervention. No further corrective actions are planned at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee ceiling system. During an emergency procedure, the 3d run was not possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.